Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure involving the transcatheter aortic valve evfxplus-29, poor computed tomography imaging quality was noted during pre-case planning. The patient's annulus measured borderline between sizes for the 29mm and 34mm valves. A pre-implant balloon dilation was performed as standard for the implanting physician. The physician proceeded with the 29 mm valve, and at 80% deployment, a moderate paravalvular leak (pvl) was observed, although the valve appeared correctly expanded. The 29 mm valve was recaptured, and a 34 mm valve was subsequently implanted with no pvl observed. The procedure was delayed by 5 minutes.

Manufacturer narrative:
Corrected: b1, h1 to report a malfunction as no serious injury occurred. Removed b2 and the f23 h6 code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.